Manufacturer narrative:
Upon follow up it was reported during treatment, a revaclear 300 dialyzer had an internal blood leak (previously reported as blood leak) and the hemodialysis was stopped. The treatment was terminated without returning the extracorporeal blood. There was no patient injury or medical intervention associated with this event. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to clotting in the dialyzer, blood leak testing was unable to be completed. The reported condition was not verified. The cause of the condition could not be determined for this event. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, a revaclear 300 dialyzer had a blood leak (not further specified) and the hemodialysis was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.